Manufacturer narrative:
There was no cement adhered to the fixation surface of the submitted tibial insert for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported device loosening based on the lack of the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address mbt tray loosening at the cement/implant interface. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.